Event description:
The system was returned with no information. A database search by serial number showed the patient expired less than 1 year after implant. The death occurred great than 2 years ago. No complaints, allegations, or, previous contacts, regarding the system or any individual components has been received.

Event description:
The system was returned with no information. A database search by serial number showed the patient expired less than 1 year after implant. The death occurred great than 2 years ago. No complaints, allegations, or previous contacts, regarding the system or any individual components has been received.

Manufacturer narrative:
Product event summary: evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made.